Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip UDI#(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Sister is calling on behalf of the customer. The expected fasting blood glucose test result range is 100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2018, a non-fasting back to back blood test was performed by the customer and produced test results of hi and hi display using true metrix meter. The test strip lot manufacturer's expiration date is 4/16/19 and open vial date is 6 weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the high results that he is getting from his meter. Customer denies having any symptoms of hyperglycemia at this time and does not need medical intervention.